Event description:
Information received from the (B)(4) study indicated that post coronary stenting procedure, the patient enzymes were elevated. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the coronary arteries. The reason for intervention was unstable angina pectoris. Acute coronary syndrome was present at the time of the index procedure. The mid left anterior descending (lad) artery, and the 1st obtuse marginal (om) were treated during the index procedure. The mid lad was a de novo lesion with an 80% stenosis. The lesion was pre-dilated and a cypher ((B)(4)/ lot 15020552) stent was successfully implanted at 16 atmospheres (atm) and post-dilated as per standard procedure. The 1st om was a de novo lesion with a 70% stenosis. The lesion was not pre-dilated. A cypher ((B)(4)/ lot 15018289) stent was successfully deployed at 20 atm at the lesion. There was no post-dilation of the stent. The procedure was successfully completed. The patient was discharged two days post procedure with aspirin and clopidogrel prescribed. Post procedure, the patient enzymes were elevated. 16-24 hors post-procedure: ck-mb 35.5 (ck-mb upper limit 5.0 ng/ml). Troponin I 10.15 (troponin I upper limit 0.15 ng/ml). Approximately, twenty-one months post index procedure, the patient returned with atrial fibrillation. The patient was not hospitalized due to the event. The severity of the event was considered moderate. The event was medically managed and is ongoing, but improved.

Manufacturer narrative:
Addendum ((B)(4) 2012): cec adjudication minutes were received on (B)(4) 2012 approximately thirty months after the index procedure. The committee agreed with the coding of protocol defined non-q wave mi (target vessel) and arc (peri-procedure pci), (B)(6) 2009. It was reported that the ECG core lab reported recent/acute persistent anterolateral apical st depression, no new q waves and inadequate tracing quality due to missing leads. The elevation was later diagnosed as a protocol defined non-q wave mi and periprocedural pci based on the received adjudication minutes. Please note that the previously reported elevation enzymes was removed from the file and a mi was added based on the received adjudication minutes. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including angina, unstable angina pectoris, lvef 40 - 50%, hyperlipidemia, hypertension, generalized pain, anxiety, present smoker, arthritis, joint pain, gerd, uti, erectile dysfunction, blurred vision, nocturia, and cataracts. The indication for the index procedure was unstable angina pectoris. Acute coronary syndrome was present at the time of the index procedure. Angiography revealed two lesions; an 80% mid lad and a 70% 1st om. During the index procedure ((B)(6) 2009) the two lesions were treated as target lesions. The mid lad was a de novo lesion with an 80% stenosis. The lesion was pre-dilated and a cypher ((B)(4)/ lot 15020552) stent was successfully implanted at 16 atmospheres (atm) and post-dilated as per standard procedure. The core lab reported a 12% residual stenosis, no dissection and timi 3 flow. The 1st om was a de novo lesion with a 70% stenosis. The lesion was not pre-dilated. A cypher ((B)(4)/ lot 15018289) stent was successfully deployed at 20 atm at the lesion. There was no post-dilation of the stent. The core lab reported the target lesion was in the 2nd om, 8% residual stenosis, no dissection and timi 3 flow. The procedure was successfully completed. Pre-procedure, the ck was 54, troponin was <0.15 and the ckmb was not measured. Post procedure, the patient enzymes were elevated. At 16-24 hours post-procedure: ck-mb 35.5 (ck-mb upper limit 5.0 ng/ml). Troponin I 10.33 (troponin I upper limit 0.15 ng/ml). The core ECG lab reported recent/acute persistent anterolateral apical st depression, no new q waves and inadequate tracing quality due to missing leads. The cec adjudication committee has deemed the enzyme elevation to be an arc periprocedural pci and protocol defined non q-wave mi and the file has been updated to reflect a code for mi. The post-procedure course was uncomplicated and the patient was discharged two days after the index procedure on dual anti-platelet therapy. Approximately twenty-one months post index procedure the patient returned with atrial fibrillation. The patient was not hospitalized due to the event. The severity of the event was considered moderate. The event was medically managed and is ongoing, but improved. This event was captured as a non-complaint. Approximately twenty two months post procedure the patient returned with neck pain. The severity was considered mild. The pain was medically managed and resolved without sequale. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products. This event was captured as a non-complaint. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15020552 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2011-00444 and 3003742446-2011-00445.

Manufacturer narrative:
Information received from (B)(6) study indicated that post coronary stenting procedure, the patient's enzymes were elevated. The patient is a (B)(6) male who was enrolled in (B)(6) study for stenting of the coronary arteries. Medical history includes history of angina, unstable angina pectoris, hyperlipidemia, hypertension, generalized pain, anxiety, present smoker, arthritis, joint pain, gerd, uti, erectile dysfunction, blurred vision, nocturia, and cataracts. The reason for intervention was unstable angina pectoris. Acute coronary syndrome was present at the time of the index procedure. The mid left anterior descending (lad) artery, and the 1st obtuse marginal (om) were treated during the index procedure. The mid lad was a de novo lesion with an 80% stenosis. The lesion was pre-dilated and a cypher ((B)(4)/ lot 15020552) stent was successfully implanted at 16 atmospheres (atm) and post-dilated as per standard procedure. The 1st om was a de novo lesion with a 70% stenosis. The lesion was not pre-dilated. A cypher ((B)(4)/ lot 15018289) stent was successfully deployed at 20 atm at the lesion. There was no post-dilation of the stent. The procedure was successfully completed. The patient was discharged two days post procedure with aspirin and clopidogrel prescribed. Post procedure, the patient enzymes were elevated. 16-24 hors post-procedure: ck-mb 35.5 (ck-mb upper limit 5.0 ng/ml). Troponin I 10.15 (troponin I upper limit 0.15 ng/ml). Approximately twenty-one months post index procedure the patient returned with atrial fibrillation. The patient was not hospitalized due to the event. The severity of the event was considered moderate. The event was medically managed and is ongoing, but improved. This event was captured as a non-complaint. Approximately twenty two months post procedure the patient returned with neck pain. The severity was considered mild. The pain was medically managed and resolved without sequalae. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products. This event was captured as a non-complaint. The study stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2011-00444 and 3003742446-2011-00445.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2011-00444 and 3003742446-2011-00445.